Manufacturer narrative:
Date of treatment according to treating facility was (B)(6) 2023, not (B)(6) 2024 as indicated by initial reporter. A follow up appointment was (B)(6) 2024, where it was indicated that treatment results were as expected. Patient/initial reporter continued to have various treatments from the user facility up until (B)(6) 2024. Although (B)(6) 2023 was the only treatment with this device. Treatment was done by a healthcare professional (nurse practicioner) that had been trained and well versed in the treatment. Before and after pictures have been obtained, as late as august 2024. User facility did not report the incident, as it did not meet the requirement for a serious event. Device functioned as intended and results were as expected. Device was not returned to the facility, because there has been no malfunction of the device. This device has been used on an average of 5-10 times a week without incident. It is my opinion that this case is closed and does not need further investigation.

Event description:
FDA notifed rohrer aesthetics of a voluntary medwatch form submitted by a patient. As described on the medwatch form mw5159285. "Fixel8 radio frequency device caused severe fat loss. Vio medspa in claims they used "the lowest settings" but will not tell me what specific settings. I lost substantial facial fat and had to gain 30 lbs to protect my face. My face is sagging and I am mortified that this device is legally being used on people as everyone I know who has tried this -- has had facial fat loss. There is a support group online with 25,000 people on it. My face would blow up like a puffer fish from heat like the sauna and my face could not sweat. The sweat was stuck in my face. The inflammation came down eventually and with that all of my beautiful facial fat. I am devastated this device was ever cleared by the FDA."